Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the charge-coupled device (ccd) or the cable unit due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The reported device was returned to olympus for evaluation and the customer's complaint was confirmed. During inspection, a black screen was observed when using a new cable. Investigation is still ongoing and the cause of the reported event could not be conclusively confirmed at this time. However, if more information becomes available then, this report will be updated accordingly.

Event description:
Olympus was informed that the screen went black suddenly. There was no reported harm or injury and no patient involvement.